Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00877503601, bioloxâ® delta ceramic femoral head, 2782600. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately three years post-implantation due to dislocation. Head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Implant date - unknown date in 2015. Concomitant medical products - shell with cluster holes porous # 00875705601 lot 63165495, femoral stem 12/14 neck taper plasma sprayed press-fit cementless # 00771101320 lot 63151420. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.